Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized 1 month 2 year ago when pregnant and after receiving steroid customer went to the diabetes ketoacidosis. The customer¿s blood glucose level was unknown. The customer stated that piece of the insulin pump casing chipped off near the battery compartment and the random no delivery alarm. The device will not be returned for the analysis.